Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, both the fiber optic extension cable & jumper cable were replaced. Issue resolved, both bp & fiber optic waveforms now present during test. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported by fse during pm that no waveforms present on cardiosave intra-aortic balloon pump (iabp) during fiber optic sensor test. There was no patient involvement.

Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.